Manufacturer narrative:
Subsequent to the initial filed reports, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis and related intervention was unrelated to the implanted stents. Therefore, no investigation required. Codes 2100, 1762 were removed. Type of investigation codes 3331 and 4109 were removed. Investigation findings code 213 and 114 were removed. Investigation conclusions code 4311 and 22 were removed.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3x38mm xience proa stent was implanted and in-stent thrombosis was noted during the procedure. The patient entered cardiac arrest after acute stent thrombosis was noted. Cardiopulmonary resuscitation was performed to treat the cardiac arrest. In addition, another post-dilatation was performed, and medications such as heparin, aggrastat were provided. There was no adverse patient sequela and no clinically significant delay. No additional information was provided. Subsequent to the initial filed report, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis and related intervention unrelated to the implanted stents. No additional information was provided.

Manufacturer narrative:
Estimated date of event. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience pro a, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3x38mm xience proa stent was implanted and in-stent thrombosis was noted during the procedure. The patient entered cardiac arrest after acute stent thrombosis was noted. Cardiopulmonary resuscitation was performed to treat the cardiac arrest. In addition, another post-dilatation was performed, and medications such as heparin, aggrastat were provided. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.